Event description:
It was reported pen ndl 31ga 5mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320119, batch no: 0238798. It was reported that the consumer could not get the pen to work and that her glucose levels were elevated. Verbatim: from phone call on (B)(6) 2021 14:54:29: consumer reported attempted to take injection last night with solostar pen. Claims the dial on pen went down to zero, however, glucose reading kept going up 258 than 275. In the morning receive 228 glucose reading. Just starting using pens she took upon herself and took a diabetic pill then received a 180 reading. Informed consumer and husband proper placement of non patient end of pen needle onto her pen. And to complete flow checks. Advised consumer to contact pen/insulin manufacture.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported pen ndl 31ga 5mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320119, batch no: 0238798. It was reported that the consumer could not get the pen to work and that her glucose levels were elevated. Verbatim: from phone call on (B)(6) 2021 14:54:29: consumer reported attempted to take injection last night with solostar pen. Claims the dial on pen went down to zero, however, glucose reading kept going up 258 than 275. In the morning receive 228 glucose reading. Just starting using pens she took upon herself and took a diabetic pill then received a 180 reading. Informed consumer and husband proper placement of non patient end of pen needle onto her pen. And to complete flow checks. Advised consumer to contact pen/insulin manufacture.